Event description:
A surgical blade size 11 was opened from the sterile package and used on the pt for an athroscopy procedure. At the end of the procedure, it was noted that the blade appeared to have spotting and marks along the edge and on both sides that looked like rust. The blade was used on the pt and opened in a normal sterile fashion onto the field. The packaging was not saved.